Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour® plus meter with s/n:(B)(6).and in-house contour® plus test strips from lot # 3hqhc71d were used for in-house testing, using blood spiked with glucose at 133 mg/dl and 68 mg/dl, as determined by the ysi instrument in five replicates each. All tests recovered within the fit-for-use limits. Additionally, the device history record was reviewed for the suspected contour® plus meter with s/n: (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device model # (d4) was not provided.

Event description:
The customer from mexico reported that he obtained blood glucose readings of 39 mg/dl at 12:33 p.m., 91 mg/dl at 12:34 p.m. And 36 mg/dl at 12:37 p.m. With the contour plus meter. The customer did not experience any symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.